Event description:
It was reported that the cast cutter began overheating while the equipment was being tested. There was no pt involvement. No medical intervention was required. There was no pt involvement. No medical intervention was required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.